Manufacturer narrative:
(Secondary intervention). - lack of information (no films to determine the cause of the endoleak).

Event description:
A stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. Aneurysm and vessel morphology at time of implant were not reported. It was reported that the patient presented with a contained rupture. The physician believes that it is possible that the endostaples (a clinical trial device) used with the talent stent graft contributed to the endoleak, resulting in the contained rupture. The physician treated with another manufacturer's aortic cuff. No additional information was reported and the patient is fine.